Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) with automatic inflation failed. There was no patient involvement.

Manufacturer narrative:
Investigation completed on 8/22/2024. Due to character limitations e1(event site postal code - (B)(6), event site telephone - (B)(6). A getinge field service engineer (fse) found that equipment repair, on-site inspection determined that the safety disc is leaking and has exceeded its service life, and it is recommended to replace the safety disc, customer said no repair or replacement for the time being, the machine is out of service.the customer refuses this paid repair. H3 other text: customer refuses this paid repair.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).